Event description:
It was reported that 3-4 days post op, a rectal resection procedure, the patient complained of abdominal pain. The abdomen was opened and a leak was discovered in the anastomosis. In addition, a serious infection was noted. The surgeon surgically create a fistula for therapeutic reasons. Antibiotics were used to treat the infection. The patient had also been taking systemic steroids. The patient has been in the hospital for 40 days and remains hospitalized.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.